Manufacturer narrative:
Unique identifier (UDI): (B)(4). Qc data was not provided from before the event. No pre-analytical information was provided for this sample. A review of the alarm trace showed multiple sample short errors; these errors indicate possible poor sample quality. The field service engineer (fse) identified a bent rinse nozzle. The fse adjusted the rinse nozzle tip and checked the system pressure and wash as well as probe alignments. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter complained of qc and calibration issues for multiple assays on a cobas 6000 c (501) module. The customer provided discrepant results for 1 patient sample tested for creatinine jaffe gen.2 (crej2). The initial result was 0.06 mg/dl. The repeat result was 0.99 mg/dl. No questionable results were reported outside of the laboratory. The crej2 reagent lot number and expiration date were not provided.